Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluids leaked near the 50 cm mark during catheter placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr single lumen groshong clearvue catheter and one two-piece connector were returned for evaluation. An initial visual observation showed some use residue on the returned samples. The catheter was flushed with a 12 ml syringe of water and a leak was observed approximately 3 cm proximal to the 50 cm depth marker. A microscopic observation revealed three small longitudinal splits in the catheter at the leak site. These three splits were observed to be slightly diagonal and about equal distance from each other, and the edges of the splits were observed to be somewhat rough and slightly depressed. Additional damage and impressions opposite the splits were observed on the inner wall of the catheter. The characteristics of the damage observed on and within the returned catheter suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ and ¿preflush catheter with sterile normal saline.¿ a lot history review (lhr) of recz3074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluids leaked near the 50 cm mark during catheter placement.